Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Quality control and calibration were within the customer's expectation. Repeat of the same sample yielded expected results. No issues were noted with other patient samples indicating that the dimension vista 500 instrument and vanc assay were performing acceptably. A product non-conformance was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The falsely depressed patient result was reported to the physician and was questioned. The same sample was reprocessed on the original dimension vista 500 system and an alternate dimension vista 500 system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.